Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Patient¿s leads also migrated and is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
The event of lead migration and ipg eol was reported to abbott. The patient underwent an entire system explant and replacement. The patient¿s ipg was replaced due to ipg reaching end of life. The patient's leads were replaced due to lead migration. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.